Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter in law reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 254 mg/dl at the time of incident. The customer also mentioned other blood glucose values such as 487 mg/dl, 410 mg/dl, 425 mg/dl, 494 mg/dl and over 500 mg/dl. The insulin pump had no delivery alarm. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose with manual injection. The customer stated that the drive support cap was appears normal. Based on customer report customer does not allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.